Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The products were discarded by the hospital and therefore will not be returned for an evaluation. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the implants were removed due to a systemic infection. It is reported the surgeon does not believe the infection is related to the implants. It is reported the implants may have been removed in (B)(6) 2016. It is unknown if the surgeon intends to wait for the infection to resolve before re-implanting the patient with new implants. More information was requested and has yet to be received.